Manufacturer narrative:
The reported noise and inappropriate therapy delivery were confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated testing equipment, and no anomaly was found. The cause of the reported inappropriate therapy delivery and noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER with multiple shocks due to oversensing. Interrogation of the device showed noise on all channels. A magnet was placed over the device to stop inappropriate shocks. High, out of range lead impedance was also noted. Device was explanted and replaced.